Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
While deploying a stent in a previously deployed aaa device in an attempt to close a type 1 endoleak it was reported that the stent dislodged at 5 atmospheres. It was removed with a snare. There was no reported patient injury. Review of the involved stent alone production router indicated the stents were packaged in compliance with the defined process flow using validated equipment and process parameters per cordis drawing requirements. Trained operators performed all routers steps. The subject batch was packaged and labeled per the validated process. The subject batch passed all labeling verifications and was found acceptable for the validated bacterial endotoxins testing. Receiving inspection records indicate that the raw tubing lot of (10149-st-4957 & st-4970) used to manufacture the stent lots involved in the shipments were inspected and accepted to cordis m-s013 dimensional and metallurgical requirements. Review of all involved stent production routers indicated the stents were processed in compliance with the defined process flow using process parameters per cordis drawing requirements. Trained operators performed all router steps, while the 90.4% overall yield through all manufacturing and inspection processes for the subject batches were normal to historical p4014 extra large results for the same period ((B)(6) 2009 - (B)(6) 2010= 90.4%). As part of the standard stent manufacturing process, all stents in the subject batch were directly monitored for visual attribute, wall thickness, stent features, and overall length. All accepted stents conformed to 100% comparator inspection of overall length, and wall thickness, along with 100% visual attribute inspection through 40x microscope inspection. All (B)(4) finished stent documentation indicates that all stents shipped under the subject (B)(4) shipping control number in question meets cordis drawing specified product release requirements. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Event description:
After finished evar case, the phycisian found endoleak type I. Physician used a palmaz stent (stent palmaz unmounted xl 40mm) (B)(4) over maxi-ld balloon. The stent was lost when the balloon was inflated.